Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: b3, b5, d1, d2, d4, g4, h4 h5, h6 (health impact code), h8. H6: component code- proposed code: mechanical (g04)-drill. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided photos identified the product shows minimal signs of use. No specific damage can be seen. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised 11 months post initial procedure due to fracture of the glenoid and pain. It was determined that there was not enough bone to cement in an anatomic implant or press fit a reverse implant. The doctor opted for a hemi shoulder construct to preserve and let the remaining bone heal. No additional patient consequences were reported.

Event description:
It was reported that during the original procedure approximately 9 months ago a fracture of the glenoid occurred. It was determined that there was not enough bone to cement in an anatomic implant or press fit a reverse implant. The doctor opted for a hemi shoulder construct to preserve and let the remaining bone heal. Revision is scheduled in one month. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: sahs1209, size 9 micro humeral stem, lot # 65620305; catalog #: sahaf135, 135â° humeral stem adapter, lot # 66002349; catalog #: sahha001, humeral head adapter, lot # 66201588. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.